Event description:
It was reported that the catheter malfunctioned. Follow up with customer indicated that initially the pressure wave gradually degraded (dampened) and at the same time, they were unable to flush the catheter, then the values and waveform were lost. When clinician attempted to deflate the balloon, they were unable to do so initially attempting to allow the balloon to passively deflate and later attempting to actively withdraw on the syringe. The physician withdrew the catheter with the balloon inflated as there was no other option. Upon examination of the catheter, the balloon remained partially inflated and with the port left open the balloon on the catheter did deflate after approximately 15 minutes. No patient complication were reported.

Manufacturer narrative:
Device not returned. Additional lot number58484944.